Event description:
It was reported that increased atrial threshold and decreased p-wave amplitude to the point of not being sensed were noted since (B)(6) 2017. Intermittent noise was noted with pocket manipulation. The patient reported feeling tired, however it was unknown if the patient was symptomatic due to they always report feeling tired. The right atrial lead was explanted and replaced. The pacing system analyzer showed normal numbers with the replacement right atrial lead. The lead was connected to the pacemaker and increased atrial threshold and decreased p-wave amplitude were noted. The right atrial lead was disconnected and tested through the pacing system analyzer. Normal values were obtained. The lead was connected to the pacemaker and a stripped set screw was noted. The pacemaker was explanted and replaced. The new device was connected to the lead and normal measurements were noted. It is unknown if the set screw anomaly caused the issues that were observed. The patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.